Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection of the sets, it was discovered that the universal battery charger device had a blinking blue light. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the blue led light was flashing. Therefore, the reported condition was confirmed. The assignable root cause was due to component wear. This malfunction has been addressed in a CAPA, which details the limited possibility that the chargers could stop charging the batteries during the charging procedure, which is indicated by the blue light flashing on the charger. If additional information should become available, a supplemental medwatch report will be sent accordingly.